Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated following passing work order. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the system could not track em instruments. The customer requested they check the navigation system. There was no patient present when this issue was identified. No additional information was provided.